Event description:
The following information was reported to kci by the clinical director intensive thoracic care: on (B)(6) 2011 at approx 17:30, the pt was transferred to rotoprone therapy system after surgery for a dissecting aortic aneurysm with saturation levels reported as low as 50%. During the surgery, the pt vomited and aspirated some of the vomitus, causing deterioration in his pulmonary status. During the course of rotoprone therapy, the staff experienced bed alarming on a few occasions apparently related to the packing of the pt, requiring that the pt be returned to supine and re-packed. After several hours of proning, upon returning the pt to supine for an alarm condition, the staff was unable to re-prone and coded the pt without success. During periods of prone positioning, it was reported that the pt showed some improvement in saturation levels.

Manufacturer narrative:
Awaiting device evaluation. The clinical director of intensive thoracic care reported that the need to return the pt to supine to address the alarm conditions and re-pack may have contributed to the pt's coding, but emphasized that the pt's underlying conditions made the chance of recovery unlikely regardless of interruption in therapy. Device labeling, available in print and online, states: if pt surface will not move into prone position using on-screen commands, perform the following: ensure pt surface is at zero degree supine and lock pin is fully inserted. Unbuckle and stow proning packs; remove side supports; open head support. Place pt in prone position on rotoprone pt surface following facility pt handling and manual proning protocols, or transfer pt to alternate surface and place in prone position. Follow all applicable safety rules and institution protocols for transfer and manual proning.